Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called saying the antenna burns and burns her back (overheats). A replacement recharger was sent to the patient. The patient has been notified that they should call back if replacement of their product does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). G2: the country of the event is gb h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.